Manufacturer narrative:
The following sample was received for evaluation: oone b33983 smallbore bifuse ex set connected to a microclave and 3ml syringe for evaluation. As received, no visual damage or abnormalities were observed. The sample was leak-tested and a leak between the shunt and tapered connection of the bifurcated connector was observed. The bond where the leak was observed was separated and while the solvent application appeared even, the probable cause of the incomplete insertion was attributed to insufficient solvent coverage. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent coverage during assembly in ensenada. S.p. Kraueld9 - date returned to mfg: 11dec2024. Corrected information can be found in d1 - brand name, d4 - primary UDI number and d10 concomitant product.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a 5.5" (14 cm) appx 0.57 ml, smallbore bifuse ext set w/remv check valve, 2 clamps (white, red), luer lock where the customer reported that the product was leaking near the connection piece where the bifurcation splits off. The event occurred during patient use. There was patient involvement, no adverse event and possible delay in therapy due to having to replace line/extensions.